Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp broken on radius assessed as fold flaw opening. And observed three striated openings on radius side assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Pain-ndr: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Stress marks observed. Wear abrasion observed.

Event description:
Patient reported a left side rupture. Healthcare provider confirmed rupture. Healthcare provider later reported that "patient also complains of a painful scar from a melanoma removal" which is not related to the device and upon explant capsular contracture baker grade IV was noted. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Patient reported bilateral rupture confirmed by MRI. Later, healthcare professional confirmed event of bilateral rupture. The device has been explanted and replaced.

Event description:
Patient reported a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.